Event description:
It was reported that a (B)(6) male underwent aortic valve replacement in (B)(6) 2012 with an edwards bioprosthesis, and now presents with shortness of breath in (B)(6) 2012. A transthoracic echo on (B)(6) 2012 revealed mean gradient of 35 mmhg, peak of 66 mmhg, and valve area of 0.92 cm2. No patient info or medical records were provided, despite requests to the healthcare provider.

Manufacturer narrative:
Evaluation: method: device remains implanted in the patient. Additional manufacturer narrative: the healthcare provider provided a cd of the echo imaging performed on (B)(6) 2012; however, has not provided any additional patient information or medical records, despite requests by edwards. The provided transthoracic echo (tte) cd was reviewed by an independent consultant, who confirmed high gradients across the aortic bioprosthesis, and low effective orifice area of approximately 1.0 cm2. Review also indicates that the aortic bioprosthesis is not well enough visualized to establish whether there is normal leaflet appearance and function, and suggested additional imaging to better assess prosthesis function and ascending aorta size, potentially using transesophageal echocardiography. No device serial number was provided, therefore, the device history record review cannot be completed at this time. Without additional information, the root cause of the reported high gradients seen on echo cannot be conclusively determined. There has been no information to suggest the device was explanted, or any scheduled intervention. Edwards will continue to follow up for additional information and patient condition, and will report any updates if received.